Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected, and the device bypassed elective replacement indicator (eri) and went directly into end of life (eol). Device replacement was recommended. This ICD was explanted and replaced. No additional adverse patient effects were reported.